Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 520 mg/dl with ketones. Reportedly, the customer was hospitalized and was discharged on (B)(6) 2025, however; no additional information was provided and the customer declined troubleshooting with tandem technical support.